Event description:
Patient was having an ICD lead changed in the cardiac cath lab. Introducer used and at one point the tip of the introducer shear off as it was being removed. CT confirmed the presence of a 7mm radiopaque foreign body in the right hepatic vein. Foreign body not removed. Patient asymptomatic.